Manufacturer narrative:
Follow-up # 1: 09/11/2015 -device evaluation: the pump has been returned and evaluated by product analysis on 08/26/2015 with the following findings: during a visual inspection it was noted that there was no damage to the buttons on the keypad. The keypad cover was removed and no evidence of contamination was found; all buttons also responded to user input. A leak test was performed and it was noted there was a leak at the display lens-case joint. The pump cover was removed and moisture was observed throughout. Unrelated to the original complaint, the audio bolus button cover was damaged, but was responsive and no contamination was found under the button contact. Also unrelated to the complaint, the display was dim and discolored and it was noted that there was a crack on the battery compartment.

Event description:
On 07/12/2015, the reporter contacted animas, alleging a button/keypad (tactile changes w/moisture) issue. It was reported that the keypad buttons were under responsive. It was also reported that there was moisture present behind the display. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.